Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported false positive results on the alinity m sars cov-2 assay across the two alinity m instruments in their lab. The customer initially reported 4 false positive results which were retested at another lab on cepheid and generated negative results. The samples were then retested on one of the customer's alinity m instruments, which also generated negative results. The customer then reported more potential false positives, totaling 33. Some of the false positive results were reported outside the lab. The customer is not aware of any impact to patient management. This event was initially reported via MDR 3005248192-2021-00238. A request was made to split the original ticket as 6 of the samples that generated false positive results were run on application specification file v5. Upon opening of the second complaint ticket, it was identified that a second lot number was also identified; therefore this second MDR will be submitted with an awareness date of the date the ticket was opened with this new lot number. Original report was linked to 3005248192-2021-00239 as the 33 false positives are split between them. Additionally, this MDR will be linked to MDR 3005248192-2021-00354.

Manufacturer narrative:
Investigation into this complaint included a customer data review quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history review (DHR) review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA/non-conformance review a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670 and its components.the CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 518670. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670. The complaint history review identified two additional complaints related to the reported issue. One ticket is still currently under investigation, and the second ticket occurred when using an earlier version of the application specification file. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670 was not identified.